Event description:
An endeavor resolute rx drug-eluting stent, length 30 mm, diameter 2.75 mm, was intended to treat a lesion in a pt's lad. It was reported that the struts of the resolute stent were found to be deformed when visualized under cine. The target lesion exhibited 80% stenosis and severe calcification. A rotablator was used in the vessel and the lesion was pre-dilated using three balloons. It was reported that resistance was felt while advancing the device to the target lesion and during removal. The deformed stent was gradually pulled back in the guide catheter. In same procedure, another resolute failed to cross an rca lesion (ref MFR report # 2953200-2010-02195). The pt was fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Method: film. Results/conclusions: (failure to deliver stent, stent deformation). ((80% stenosis, severe calcification). Eval summary: the device was returned to medtronic for eval. The first eight proximal stent segments were deformed and stretched in a proximal direction over the proximal pillow and marker band. The remaining stent segments were positioned on the balloon as per specification. A protective sheath could not be placed over the stent due to the deformed stent struts. Cd images and procedural notes were also returned for review. The images confirm severe stenosis and severe calcification of the lad lesion. There is no evidence of the resolute device on the cd images, however, the attempt to deploy the device is confirmed in the procedural notes. Additional cd images show a kissing balloon technique at the ostium of the lad and an additional stent deployment distal to the target lesion.